Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted in both the bipolar and unipolar configuration. It was suspected that this right ventricular lead was fractured. It was also noted that the patient experienced pacing inhibition with no reported asystole due to noise and oversensing. The device was reprogrammed and a and a follow up was scheduled. No adverse patient effects were reported.